Event description:
It was reported that patients were having high impedances of one in its leads. The patient underwent a lead replacement procedure and patient was doing well postoperatively. The explanted leads were replaced and were discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about two months ago, based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-550, serial: (B)(6), batch: 7083310.